Event description:
Complainant alleged that during biomedical department's routine testing and preventative maintenance of the device, the device's pacer output energy levels jumped high and low with the slightest touch of the knob. The complainant indicated that there was no pt involvement in the reported failure.